Event description:
During product service by a service technician, it was reported that a flo-gard infusion pump presented an f-96 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-96 alarm. The cause of the condition was determined to be to be inoperative main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.